Event description:
It was reported that subsequent to the implant of protegen sling, the pt experienced retention, pain and an abcess. The pt had surgery to drain the abcess, had an appendectomy, had an ovary removed, and then in november or december of 1998, had the sling removed. The pt continued to experience pain, was incontinent and had blood in their urine. A bladder wall infection was diagnosed and the sling bone anchors were removed. The device was not returned for eval.